Manufacturer narrative:
As reported, small flecks of tan/brown specks were noted in arista ah powder. Image of brown colored particles present in arista ah powder is provided. The condition noted appears to be arista material but cannot be confirmed by images provided. Review of the returned lot samples is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an unknown procedure of preclinical animal study, six (6) bellows of arista ah were opened and weighed prior to use. It was reported that small flecks of tan/brown specks were noted when the weighing the product. It was also reported that the powder was used without any issues noted.

Event description:
As reported, during an unknown procedure of preclinical animal study, six (6) bellows of arista ah were opened and weighed prior to use. It was reported that small flecks of tan/brown specks were noted when the weighing the product. It was also reported that the powder was used without any issues noted.

Manufacturer narrative:
As reported, small flecks of tan/brown specks were noted in arista ah powder. Image of brown colored particles present in arista ah powder is provided. The condition noted appears to be arista material but cannot be confirmed by images provided. Review of the returned lot samples is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the lot sample evaluation results. Evaluation of returned lot sample confirmed the presence of brown particles inside the vials which were ¿browned¿ portions of the same or similar polysaccharide starch that makes up the bulk of the formulation. Other than the organic acid product, no foreign compounds were found. The discoloration likely occurred during heat and time while being sterilization via gamma irradiation. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint for the reported lot of 15,380 units released for distribution in (B)(6) 2022. Updated fields: b4, g3, g6, h2, h3, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : lot sample evaluated.